Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received. Insulin was added to a new cartridge resolving the minimum fill notifications. Reportedly, the cartridges were filled with 300 units of insulin. Customer's blood glucose level was not impacted.